Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a prosthesis surgery, a problem occurred with a liner code, since was implanted in the patient, the doctor indicated that it did not fit well in the position and that it was larger than indicated in the description of the implant. So he had to remove it and install another one. Surgery was delayed 15 minutes due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : during a prosthesis surgery, a problem occurred with a liner code, since was implanted in the patient, the doctor indicated that it did not fit well in the position and that it was larger than indicated in the description of the implant. So he had to remove it and install another one. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. No cosmetic defects were observed on the surface of the deive. A dimensional inspection was performed and met specifications. A functional test was not conducted due to not being applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the altrx neut 36idx54od would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Photo investigation: ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance. There were no cosmetic defects observed on the surface of the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the altrx neut 36idx54od would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 11/22/2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 10/31/2027. 5) IFU-0902-00-701. DHR review was obtained from (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.